Event description:
Caller's family member had a reading of 85 mg/dl while at school. The school nurse provided a snack. Fifteen minutes later the pt became agitated and had difficulty walking. A retest was conducted with a result of 30 mg/dl. Testing was conducted on the arm rather than finger testing. Caller indicated a difference of 50-70 mg/dl was noted between arm and finger readings.